Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the corrupted component preventing the med app from launching. The technical support specialist repaired the remote support service via control panel and rebooted the station, restoring normal functionality and sent email to the customer for update. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es carefusion screen was frozen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.